Event description:
It was reported by the hospital that patient underwent a hip resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012 due to pain and elevated metal ion levels. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Device manufacture date - unknown. This is 1 of 2 MDR reports submitted for the same event. Also see: 3002806535-2013-00211.